Event description:
Patient presented to (B)(6) hospital with complaints of substernal chest pressure and severe shortness of breath. He was then transferred to (B)(6) hospital. Inr was 1.01. Patient subsequently had a pumpshut down and failure.